Manufacturer narrative:
The customer's provided qc recovery was found to be acceptable. An issue with the customer's pre-analytical sample handling could not be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter complained of an erroneous ldl result for 1 patient sample on a cobas 8000 c 702 module. The customer received an initial result of 7.2 mmol/l and due to the result "not in keeping with lipid profile," the customer's repeat result was 3.2 mmol/l. It was unknown if the results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.